Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient has instant pain whenever they get into the car, and their heart rate will start at 70 and stay at 100 until they get out. In addition, they are concerned about bluetooth interference with their device. No information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.